Manufacturer narrative:
The na, k, and cl electrodes' lot numbers and expiration dates were not provided. Qc was in range prior to the event and went out of range after the event. The field service engineer found that the waste valve and the sipper aspiration valve were occluded/failed. He replaced the waste valve and the sipper aspiration valve, and, preventatively installed new vacuum nozzles. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 120 patients' samples tested on a cobas 8000 cobas ise module. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). An example of discrepant results was provided for 1 patient serum sample. Na: initial result: 157 mmol/l. Repeat result: 143.7 mmol/l. K: initial result: 5.1 mmol/l. Repeat result: 4.6 mmol/l. Cl: initial result: 81 mmol/l. Repeat result: 103.8 mmol/l. The customer received ise voltage alarms and ise noise errors on the instrument prompting the repeat of the sample. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.

Manufacturer narrative:
The calibration and qc information did not have date/timestamps or the results from the date of the event. The provided trace contained pressure sensor errors and ise sipper syringe errors on the date of the event. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.